Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 367 mg/dl. Customer was vomiting and chest pain. The blood glucose started to climb after infusion set change and found bent cannula. Diagnosed acute hyperglycemia. Hospital treated with IV fluids and insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.